Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates that this patient had lost consciousness prior to being admitted to the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to the field, the device will not be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) and right atrial (ra) leads exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Pacing was also unable to be delivered although there was no asystole noted. Surgical intervention was performed and the rv and ra leads were observed to be fractured. The device was also explanted at this time and is no longer in service. No additional adverse patient effects were reported.